Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer delivered a correction bolus via the pump to address elevated bg. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low bg of "low"; specific value not provided. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.